Manufacturer narrative:
According to the facility, on (B)(6) 2025, during a procedure with a steroid injection, they drew 3ml of lidocaine through the needle, site was located through ultrasound, and provider proceeded to attempt to inject the steroid. He was met with abnormal resistance and removed the needle and tried to expel and then discovered the blockage. Another needle needed to be used for injection, patient had to endure additional pokes, and pt also experienced a prolonged procedure, which was able to be completed. Facility states there was no serious injury. No additional information at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, on (B)(6) 2025, during a procedure with a steroid injection, they drew 3ml of lidocaine through the needle, site was located through ultrasound, and provider proceeded to attempt to inject the steroid. He was met with abnormal resistance and removed the needle and tried to expel and then discovered the blockage.

Manufacturer narrative:
Updated h3: device evaluated by manufacturer. Updated h6: type of investigation (b). Updated h6: investigation findings (c). Updated h6: investigation conclusions (d).